Event description:
Per the clinic, the patient experienced chronic infection at the abutment site. Subsequently the patient was taken to the operating room on (B)(6) 2014 and administered general anesthesia to facilitate with skin resection and an abutment exchange. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.